Manufacturer narrative:
The subject device was returned to olympus france (ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microorganism was detected from a sample collected from the all channels of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]. Unspecified microbes (300 cfu/100ml), including pseudomonas aeruginosa (10 cfu/100ml). [Second time; (B)(6) 2020]. Pseudomonas aeruginosa (>200 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.